Event description:
(B) (4). Same case as: 2134265-2010-02865. Same patient as: 2134265-2010-02820. It was reported that post a coronary artery drug eluting stenting treatment procedure, the patient experienced thrombosis. The 75% stenosed eccentric and lightly calcified target lesion located in the proximal left circumflex (lcx) was 8mm long with a reference vessel diameter of 3.5mm. Pre procedure timi 3 flow was noted. Predilation was performed with the placement of a 3.50x12 mm platinum study stent. Residual stenosis was 0%. Post procedure timi 3 flow was noted. During the index, the 75% stenosed non-target lesion was 8mm long located in the mid left anterior descending (lad) . Pre procedure timi flow 3 was noted. The lesion was treated with placement of a 3.0x12mm taxus stent. Beyond the stent after working in the lcx a dissection was noted in the lad. The physician implanted a 3.0x8mm taxus stent to treat the dissection. The patient was discharged 1 day later on aspirin and clopidogrel. In (B) (6) 2010, it was noted that the patient experienced thrombosis. The lad artery was found to be totally occluded at the site of the previously placed stent. A percutaneous coronary intervention was performed with a non-bsc balloon. The balloon was inflated at 15 atm for 34 seconds. The balloon was deflated and removed. The patient was also treated with medication. Repeat angiogram demonstrated residual stenosis of 0% within the lad artery. "The patient tolerated the procedure well." The patient was taken to the coronary care unit for postprocedure monitoring.

Manufacturer narrative:
(B) (4). Device evaluated by manufacturer - it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B) (4).